Event description:
Transducer tubing connection found loose at transducer diaphragm site. Heparing fluid bag was found empty. Transducer had been in all day, pt quiet, no problems noted. At this time a similar incident was reported with same scenario. It was determined to be device error not user error.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was not destroyed/disposed of.